Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/04/2013, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) /2013 with the following findings: during investigation the load step malfunction was verified in the black box. The black box also recorded several loss of primes both with zero and low non-zero force. Also several occlusions were recorded. Investigators performed a pump rewind, load, and prime with no loss of prime. The force sensor calibration was in specifications. Investigators were unable to duplicate load step malfunction. Investigators confirmed issue in history but was not able to reproduce during investigation. The display was found to be faded and pink. The battery compartment cracked from case seal to grip.